Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: no tests were performed on the failed instrument. Patient history included a diagnosis of rectal neoplasm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument had failed, and metal was dangling from where it grasps. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.